Event description:
It was reported that when a patient presented to the operating room for a dual chamber ICD implant, crosstalk followed by safety pacing was observed. Lead measurements through the psa were normal. The physician tried repositioning both the atrial and ventricular leads without success. The ICD and leads were replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.